Event description:
The patient presented to the emergency room (ER) with feelings of weakness, dizziness, and minor confusion. The patient was admitted for dehydration and associated low flow alarms. The patient was also noted to be covid positive. Yellow drainage from the patient's driveline was observed. Fluid cultures were obtained and were positive for scant growth of gram positive cocci. An abdominal computed tomography (CT) scan was done to rule out deep driveline infection. The patient was started on intravenous vancomycin. The patient was being monitored and an echocardiogram was done to assess. A CT scan of the head and neurology consult ruled out acute neurologic process and altered mental status was attributed to dehydration. Additional information was received that leukocytosis was persistent along with eosinophilia which was noted to be part of the patient's chronic medical conditions. There was low suspicion for worsening infection and worsening leukocytosis was though to be secondary to vancomycin use. The patient's antibiotic therapy regimen was changed to intravenous daptomycin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section a: patient privacy laws prohibit the release of private patient information and date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number:(B)(6), and the reported event could not be conclusively established through this evaluation. Additionally, a specific cause for the reported infection could not be conclusively determined. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including infection (local, driveline, and pump pocket), that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07apr2022. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.